Manufacturer narrative:
(B)(4). Discrepant negative d(rh1) antigen typing result for a newborn sample. The root cause could not be determined. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
A customer complained about what was described as a discrepant negative d(rh1) antigen typing result for a newborn sample in conjunction with their ortho vision ID mts analyser. Complainant/complaint reporter: ms (B)(6) - medical technologist. Date of event: (B)(6) 2021. Reported on: (B)(6) 2021 by ms (B)(6) to ortho care helpdesk. Reagents: ortho mts a/b/d monoclonal grouping card lot 060421053-03 expiry date 30 may 2022. Software version: (B)(4). Patient information: newborn; cord blood. The customer reported that, on (B)(6) 2021, they had tested a patient sample for d(rh1) antigen typing using ortho mts a/b/d monoclonal grouping card sub lot 060421053-03 in conjunction with their ortho vision ID mts analyser and that they had obtained a negative reaction. As per site policy, retyping of newborn sample was required as the laboratory had obtained a negative d(rh1) typing result. The customer reported that they had retested the newborn sample for d(rh1) antigen typing in conjunction with their ortho vision ID mts analyser and that they had obtained a positive reaction (4+ reaction strength). No further detail provided. The customer reported that they had tested this newborn sample for d(rh1) antigen typing in manual method using ortho mts a/b/d monoclonal grouping card sub lot 060421053-03 and that they had obtained a positive reaction (4+ reaction strength). No further detail provided. The customer reported that no biased result was reported to a physician. The customer reported that the newborn was not harmed as a result of the reported event.